Event description:
On 07/19/19999, the manufacturer (MFR.) Rec'd medwatch report 45-0610-99-01 from the facility that states the following: the device was inserted in 1999. It has been used for chemotherapy as an outpatient. The pt was readmitted to the hosp in 1999. The device was accessed without difficulty. Approx twelve (12) hrs later, the device was noted to be leaking. The device was removed in 1999, and found to have a hole. A new device was inserted on the same day. No further details were provided at this time.